Event description:
It was reported that this pacemaker exhibited noisy signals on the ventricular channel. The right ventricular (rv) lead is a non-boston scientific product. It was noted that the ventricular signals were not oversensed. However, it was noted that there was a potential loss of capture on the ventricular channel. The plan is to continue to monitor the patient. The device remains in use. No adverse patient effects were reported.